Event description:
Ventilator circuit (fisher & paykel rt235) patient wye will snap-off and cause a significant air leak with a drop in ventilator pressure.====================== manufacturer response for ventilator circuit, evaqua rt235======================spoke with company rep and he said they are aware of the problem and would work to correct the problem. Also, would send a case of circuits.